Event description:
According to the customer, one or several duo mattress cushion(s) deflated with a 21+stone pt on while or just after a nurse or nurses had moved the pt. This caused the pt et tube to be pulled out. Staff on site were unable to reinsert the et tube quick enough and the pt died.